Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported controller software error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod controller became unusable after a software update was initiated, leading to an inability to administer a bolus dose. The patient reported that this issue resulted in fluctuating blood glucose levels, with one reading reported at 184 mg/dl. Reported symptoms included abdominal pain, nausea, and vomiting. The patient sought medical attention and was treated with anti-nausea medication. No specific medical diagnosis was reported, and no further treatment details were provided. The patient returned home after approximately 4 to 5 hours of medical observation. At the time of reporting, the patient stated that she has not resumed omnipod therapy due to the controller issue but declined further troubleshooting.